Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) to report the event. The customer loaded a cuvette film onto the dimension exl 200 instrument and then observed smoke coming from the u-seal area of the instrument. Siemens dispatched a customer service engineer (cse) to the customer's site. Siemens performed an inspection of the instrument, and the customer informed that smoke generated after they loaded a cuvette film. The cse inspection determined that u-seal wires were caught between the u-seal and cuvette arm assembly, and caused a short that led to smoke. The customer provided a spare u-seal for replacement. The new assembly was installed and tested with cuvettes, and no issues were noted. The cse performed a system check and ensured the results were acceptable. The investigation concluded that a use error, replacing the cuvette film cartridge, led to the reported event. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
The customer informed siemens of smoke emitting from the dimension exl 200 instrument. There were no visible flames or reports of damage to property. There are no known reports of adverse health consequences due to the smoke.